Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was exposed to moisture and now the display is foggy. Customer's blood glucose level at the time 105mg/dl. Advised insulin pump would be replaced. No additional information was provided.